Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states broken head trial head trial was stuck in the instrument tray. Scrub tech used an instrument to get it out and the edge broke off while at the back table.

Manufacturer narrative:
Examination of the reported device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.